Manufacturer narrative:
Corrected data: describe event or problem. Concomitant medical products. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported concomitant devices: cement (quantity 1). This report is for unknown quantity of unknown locking screws. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown nail/unknown lot number. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that pseudoarthrosis was detected at the left femur, where already a proximal femoral nail antirotation (pfna) was implanted on (B)(6) 2014. To treat the pseudoarthrosis a locking compression plate (lcp) was implanted additionally on (B)(6) 2015. Medical history is as follows: (B)(6) 2013 the patient fell and broke both femurs, which were treated with zimmer femoral nails. The formation of callus did not occur, therefore revision on (B)(6) 2014. On the right femur, the zimmer implants were removed and a synthes lcp-plate was implanted. On the left femur, the zimmer implants were removed and a synthes nail and cement were implanted. (B)(6) 2014 a revision on the right femur took place, since the lcp-plate broke (com-(B)(4)). A proximal femoral nail was implanted. (B)(6) 2015 pseudoarthorsis was detected on the left femur (com-(B)(4)). An lcp-plate was implanted additionally. (B)(6) 2015 there was a revision on the left femur, as the femoral nail broke through the hole of the femoral neck screw hole (com-(B)(4)). An endoprosthetic replacement of the hip was implanted and two osteosynthesis with cerclage was performed for the femur. (B)(6) 2016 on the right side, the femoral nail was removed, since there was no ossification (com-(B)(4)). Also a cementless endoprosthetic replacement of the hip was inserted. This complaint involves 1 part. Reported concomitant devices: lcp-plate (part / lot: unknown, quantity: 1) this report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: clarification/correction for supplemental report #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown proximal femoral nail antirotation. This is report 1 of 3 for (B)(4).